Event description:
The patient reported using unit and noticed blood in stool. Patient reported discontinued use of unit.

Manufacturer narrative:
Patient was using unit for a left clavicle fracture. Review of the DHR did not detect any discrepancies.